Event description:
The account reported the intraocular lens(iol) tore during implantation. The incision was enlarged to remove and replace the lens. Patient has a post-op astigmatism of 2.5 diopters.

Manufacturer narrative:
(B)(4). The intraocular lens was not received for analysis. The lens met all specifications prior to release. The cause of this event has not been determined. All currently available information is included in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.